Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the 16th september 2013 and performed to specification up to the final history log entry on 11th june 2015. The returned pad-pak was installed and passed a self-test. The device powered off with no warnings given and the green status led continued to flash green. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off with no warnings given and a flashing green status led. The device was disassembled for investigation. No visual abnormalities were found. The device performed to specification throughout the investigation. The device was power cycled multiple times without fault. Slight voltage fluctuation was observed over the pogo-pins during testing however this had no impact on the ability of the device to deliver therapy.

Event description:
There was no patient involved in this event. The device will not switch on intermittently.